Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for dental cleaning (route-dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration, when the consumer was using the toothbrush, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, consumer had provided lot number 19211sg or 1921sgf2 but sample was not received. Therefore manufacturer provided a two year related product review and manufacturing/facility review for the device and no non-conforming records and no related issues were noted. A review of the reach total care multiaction toothbrush data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends a root cause could not be determined for this complaint. The case would be reopened and investigated accordingly upon receiving the sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from 19211sg to 19211sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Product was returned and visually inspected. There were no manufacturing or facility atypical events, deviations or non-conformances and there were no related product, process or facility changes found. The returned toothbrush lot was manufactured according to specification. A change to the basic handle material was validated in (B)(6) 2012 to improve flexibility. The device history review and visual retain evaluation for lot 19211sg s2 was acceptable. No adverse trends were noted with this product or lot. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence. The break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. Based on the investigation performed, the disposition of this complaint was undetermined. Monitoring of complaints would continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for dental cleaning (route-dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration, when the consumer was using the toothbrush, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, consumer had provided lot number 19211sg or 1921sgf2 but sample was not received. Therefore manufacturer provided a (B)(4) related product review and manufacturing/facility review for the device and no non-conforming records and no related issues were noted. A review of the reach total care multiaction toothbrush data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends a root cause could not be determined for this complaint. The case would be reopened and investigated accordingly upon receiving the sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for dental cleaning (route-dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration, when the consumer was using the toothbrush, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, consumer had provided lot number 19211sg or 1921sgf2 but sample was not received. Therefore manufacturer provided a two year related product review and manufacturing/facility review for the device and no non-conforming records and no related issues were noted. A review of the reach total care multiaction toothbrush data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends a root cause could not be determined for this complaint. The case would be reopened and investigated accordingly upon receiving the sample. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from 19211sg to 19211sg s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for dental cleaning (route-dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration, when the consumer was using the toothbrush, it snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.